Event description:
Femoral cutting block was sized for 4 and tibial cutting block was sized for 5. After review of hardcopy films, it was apparent that pt femur looked larger than a size 4. Initial exposure of knee showed an extremely arthritic knee with significant osteophytes on medial anterior aspect of femur. After care in removing, femoral block was set in place and appeared to be significantly undersized for pt femur. Ensured all 5 ref points were on bone without impingement. After pinning the block, the distal holes appeared to be entirely too anterior. Further review again ensured block was sitting as appropriate on 5 reference points. Distal cut made and #4 triathlon 4 in 1 cutting block impacted in holes. Using angel wing against posterior flat surface revealed a cut that would have removed almost the entire posterior condyles. Decision was made to upsize to #5 4 in 1 block and was positioned further posterior. Cut was made and still, a larger than acceptable posterior condyle cut was realized. Proceeded to tibia as normal. Again #5 tibia baseplate appeared undersized and was upsized to #6 which deemed appropriate. At trial pt was acceptable in extension but loose in flexion. Laxity was significant, especially on medial aspect with opening up experienced when run through standard stability test.

Manufacturer narrative:
Method - visual examination, segmentation review, planning review, jig design review. Results - visual inspection shows no apparent damage or warping. Segmentation review - performed to specifications using current work instructions. Numerous osteophytes in all important guide contact areas. Planning review - performed to specifications using current work instructions. Smallest appropriate implants were chosen in order to conserve bone. Jig design review - guides manufactured to specifications using current work instructions. Conclusion - large osteophytes and severe damage on medial side of femur. The femoral guide was externally rotated. Femoral guide was manufactured from a small size blank while the tibial guide was manufactured from a large blank. It is possible that the use of the small guide for the femur allowed the guide to appear to be correctly positioned when, in fact it was rotated.